Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report# 1222780-2015-00139. It was reported that during a novasure endometrial ablation on (B)(6) 2015, the physician received several unsuccessful cavity integrity assessment (cia) tests. The physician then removed the electrode array and "may have found a perforation". No intervention was required. The procedure was aborted and the patient was discharged home. Dilatation (not hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.